Event description:
It was reported that nurse was getting low flow on the arctic sun device. They have already changed pads and device. The system hours were 4863, pump hours 4297, inlet pressure was -0.5psi, flow rate was 0lpm, circulation pump command was 100 percentage. Nurse had already disconnected, reconnected, replaced pads and hanged the device out. Emptied, disconnected pads and placed device in manual control. Nurse got an alarm 03 (water reservoir empty) at this time. Nurse tried another device with serial number (B)(4). The device primed and stopped. The system hours were 8081, pump hours 7321, inlet pressure was -0.5psi, flow rate was 0lpm, circulation pump command was 100 percentage. Nurse emptied, disconnected pads and placed device in manual control the inlet pressure was -6.9psi, flow rate was 1.8lpm, circulation pump command was 62 percentage . Nurse attached pads one at time the right chest pad showed -6.9psi, right thigh showed -7.2psi, left chest showed -7.2psi, left thigh showed -7.2psi. Nurse stopped or disabled manual control and restarted therapy. The flow rate settled at 2.5lpm. Nurse would send to biomed after therapy was complete and send the first device down now. It was noted that the weight of the patient was 80 kg with small pads, but nurse stated that they were a proper fit. Mis explained that they may need to use larger pads if this patient does not respond to therapy as a patient this weight normally uses large size pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low or failed". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse was getting low flow on the arctic sun device. They have already changed pads and device. The system hours were 4863, pump hours 4297, inlet pressure was -0.5psi, flow rate was 0lpm, circulation pump command was 100 percentage. Nurse had already disconnected, reconnected, replaced pads and hanged the device out. Emptied, disconnected pads and placed device in manual control. Nurse got an alarm 03 (water reservoir empty) at this time. Nurse tried another device with serial number (B)(6). The device primed and stopped. The system hours were 8081, pump hours 7321, inlet pressure was -0.5psi, flow rate was 0lpm, circulation pump command was 100 percentage. Nurse emptied, disconnected pads and placed device in manual control the inlet pressure was -6.9psi, flow rate was 1.8lpm, circulation pump command was 62 percentage . Nurse attached pads one at time the right chest pad showed -6.9psi, right thigh showed -7.2psi, left chest showed -7.2psi, left thigh showed -7.2psi. Nurse stopped or disabled manual control and restarted therapy. The flow rate settled at 2.5lpm. Nurse would send to biomed after therapy was complete and send the first device down now. It was noted that the weight of the patient was 80 kg with small pads, but nurse stated that they were a proper fit. Mis explained that they may need to use larger pads if this patient does not respond to therapy as a patient this weight normally uses large size pads.